Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how was the patient impacted due to the additional time of the procedure? Additional time under anesthesia. Is the reload being returned for analysis? No. On what tissue type was the device used? Gastric tissue. At what location on the tissue? First and second firings on distal portion of stomach near greater curve. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not that I'm aware of. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Not at this time. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, a black cartridge was used on the first firing and it was noted that there were several malformed straight legged staples on the outer rows on the patient side unfortunately. A powered stapler was used to fire this reload. The area had to be extensively over sewn and leak tested to make sure it was secure and this required additional time and materials. Additional time was necessary to secure the area and make sure that it was leak proof.